Event description:
One month after receiving a bx sonic stent in an unk artery, the pt returned to the hospital with symptoms and signs of acute coronary syndrome. Emergency cag was done which revealed in-stent stenosis. Pci was attempted but was unsuccessful as the new stent delivery system was unable to cross the restenosis. The pt had been prescribed anti-platelet medications after the index procedure.

Manufacturer narrative:
The bx sonic is distributed outside of the united states. However it is similar to us distributed coronary stent delivery systems. The product remains implanted in the pt and is not available for eval and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issues for this lot and no excursions were found for this lot. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Vessel occlusion, restenosis or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Multiple attempts have been made to gather add'l info. However, no additional info regarding pt, lesion or procedural characteristics regarding this event has been provided. With the limited amount of info available, it is not possible to draw a clinical conclusion between the device and the event.